Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on front right corner, the screw boss on the left plunger case was broken, the right plunger case was missing; the square shaft, push block, plunger gear cam, case seal, both timing plates and springs missing a review of the event history log identified check syringe plunger sensor in history. Functional testing was not performed as the reported problem was able to be verified during the visual inspection. The root cause of the issue was caused by the customer's incorrect assembly of the device. Replaced right plunger case, square shaft, push block, plunger gear cam, both timing plates and springs. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump had a broken plunger. No patient injury was reported.